Event description:
Rn hooked up secondary IV tubing for antibiotic infusion during cath lab procedure. Rn set up secondary infusion on alaris pump and hit start. When she unrolled the roller clamp on the secondary tubing, the liquid was free flowing (not dripping like the infusion should) when bubbles appeared in the primary bag of fluids. It appeared that the secondary IV medication was flowing back into the primary bag. Rn rolled the secondary clamped closed and retraced her steps. This occurred a second time. Rn primed a new set of primary IV tubing and attempted to do the secondary infusion again. This time, it was successful. Rn thinks the proximal filter valve on the original set was faulty allowing the secondary infusion to free flow into the primary bag. Manufacturer response for IV tubing, pump infusion set (per site reporter) equipment failure reported to concordance distributing on (retracted date). Account to be credited and advised to discard. Equipment failure reported to bd on (retracted date). Equipment available for return to manufacturer. Equipment returned (retracted date) via fedex trk# (retracted tracking number).